Event description:
It was reported the md was using the introducer needle and it began to leak. The md was able to correct the situation which "potentially, could have caused a pneumothorax in the pt." There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.